Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the ventricle perforation is unknown. However, device manipulation appears to have caused the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, there was some difficulty crossing the apex with the wire due to the patient¿s lv being at ¿an odd angle¿. However, the valve was successfully placed in a 60:40 aortic/ventricular position, and the patient left the or in stable condition. 30 minutes post procedure, the patient went into distress and was taken back to the or. The patient was found to have a lv perforation and a patch was placed to close the puncture. The patient left the or in stable condition.it is unknown when the wire perforation occurred. It could have occurred during the multiple wire positioning attempts or while the delivery system was on the wire.